Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # 975a14. Investigation summary : the products were returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that two ecr60b reloads(e and f) were received with pan partially dislodged from right proximal side and fully fired. No functional test could be performed due to the condition of the reloads. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the reload was received fully fired and no damaged was found on the reload deck or sled. A manufacturing record evaluation was performed for the finished device lot number 126c62, and no non-conformances were identified.

Event description:
It was reported that the procedure was laparoscopic sleeve gastrectomy. The order of use of reloads were "green, gold, blue, blue, blue". After the 4th and 5th firing, noted the staples malformed, with tissue bleeding. Used gauze pressed to stop bleeding and suture sewing to complete the surgery. The patient is now in good condition.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.